Manufacturer narrative:
(B)(4).

Event description:
It was reported that at follow up on (B)(6) 2012 the right atrial exhibited high impedance, at that time the device was reprogrammed to unipolar. Since the follow up, performance had been stable. The physician would revise the lead during the time of the generator change.